Event description:
During laparoscopic case, harmonic scalpel teflon tip fell off. Tip retrieved. Sent to company for follow up. Diagnosis or reason for use: lysis of adhesions, r salpingoophorectomy, l partial.